Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported using a tens (transcutaneous electrical nerve stimulation) unit in the past and it threw their "heart out of wack" due to electromagnetic interference. The patient had to get paddle shocked. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.